Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿no image¿ issue was confirmed and found to be due to cable twisting resulting in failure. The root cause of the damaged cable could not be determined. The event can be prevented by following the instructions for use which state: ¿precautions against frozen or lost endoscopic images: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, however the cable unit had damage and the control button could not be pressed smoothly. Additional issues were identified during the device evaluation: the painting on the plug unit was peeling off and the cable unit cord was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k camera head did not produce an image. The screen was black. There were no reports of patient harm associated with this event.